Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the common iliac vein (civ) using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), a non-penumbra sheath, and a guidewire. It was reported that the patient had an existing stent in the civ. During the procedure, the physician completed approximately two passes using the flash catheter. While torquing the flash catheter through the stent, the physician experienced resistance. The flash catheter was removed. Upon removal, it was noticed that material near the distal tip was damaged on the flash catheter. It was reported that upon flushing, material was mixed in with the clot that was believed to be part of the flash catheter. The procedure was completed using another flash catheter, another flash tubing, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.